Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. No further details were provided. Information learned from implant patient registry. The device history record (DHR) review is currently in process. A copy of the operative report was received through follow-up with the surgeon's office. Through the operative report, it was learned that the device was explanted due to an unsuccessful ring repair. The following information was also learned per the operative report: the valve repair was successful. However, upon further examination, an acute onset of elevated pulmonary arterial pressures was noted. Re-evaluation found an "acute onset of a posteriorly directed jet from what appeared to be anterior flail". Therefore, cardiopulmonary bypass was reinitiated. During the repair, the "anterior leaflet ruptured without any real reason", and a decision to replace the valve was made. Echo demonstrated satisfactory prosthetic valve function. Patient "tolerated the procedure fair". Patient was returned to surgical intensive care unit in critical condition.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.